Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Customer mentions pca device fails the barrel clamp test. Failure device type: alaris system instrument. Failure problem type: 8120. Failure mode: pm testing. Case resolution: customer mentions pca device fails the barrel clamp test. Assisted customer to identify problematic fault to barrel clamp sensor test. Customer decided to send device into service depot for warranty repair. Transfer customer to service coordinator for RMA request.